Event description:
The customer reported that during preparation for a hysteroscopic electrotomy procedure, his olympus camera head's image was flashing. According to the initial reporter, another unit was used to complete the case without any delays or patient harm noted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was found flickering during testing due to a faulty cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the flashing image was due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.